Event description:
It was reported that, "the patient complained of squeeking in their back at the site of instrumentation. The site was explored and there was no evidence of cross threading, no evidence of metallosis, no looseness, and the squeeking could not be duplicated intraoperatively. The hardware was removed and the surgeon reinstrumented with a competitor's product..."

Manufacturer narrative:
In this case the surgeon was not able to duplicate the squeaking intraoperatively, there was no metallosis reported and no loosening reported. This was confirmed again through additional follow up. Hence the failure mode as reported could not be confirmed. No product was sent back as of (B)(4) 2013. This same patient presented previous condition of metallosis and squeaking of the implants reported through (B)(4). Squeaking is a noise that would be involved by friction meaning motion of rod within the construct, hence suggesting a suboptimally locked construct which would potentially lead overtime to disassembly. Note however that in this case, surgeon did not confirm the reported event through exploration. Not returned.